Manufacturer narrative:
The hill-rom technician found the right siderail not latching due to the center arm being physically broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail is not latching. The bed was located at the account in the basement. There was no patient/user injury reported. (B)(4).